Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient reported pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 where the ipg was replaced with a smaller profile to address the issue.